Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. Preventive maintenance performed and system met specifications as per sir (service installation record). Logfile review for the day of event shows all laser system functions were within specifications. The system passed successfully all initialization steps. The logfile shows forty six successfully performed treatments. The reported treatment could be identified in the logfile. The user performed an energy check before the reported treatment. The energy was stable during the whole day. The logfile shows that the reported treatment was performed successfully with no interruptions. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. Based on the provided documentation a root cause for the poor outcome could not be concluded. Root cause could not be identified conclusively, however, a technical root cause could not be identified, device met specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with poor outcome in the left eye post lasik procedure. The one month post operative spherical equivalent was greater than one diopters. There are two related reports for this patient. This report addresses the patient mw's left eye and another manufacturer report will be filed for the fellow eye.